Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are damaged. The customer's initial reported problem of ' failed to acquire ECG' was observed while in use on a patient. The customer reported a delay in patient care but did not result in any patient harm.